Event description:
It was reported that after single arcuate incision done with catalys, it was noted that this single incision had penetrated posterior cornea. Surgeon observed this intra operatively while performing the phaco procedure. Surgery was completed successfully. No intervention performed. No further information available.

Manufacturer narrative:
Age, weight and ethnicity: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy initial reporter telephone number: (B)(6). Device evaluation: the product testing could not be performed.. The reported complaint cannot be confirmed. Manufacturing record evaluation: based on the manufacturing records review, and historical complaint review, there is no indication of a product malfunction or product quality deficiency. No nonconformity report, documentation or labeling changes, and escalations are required. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: sutures were used to seal the wounds after completing the cataract surgery. Now all sutures have been removed, wound has healed, and no further intervention is planned. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.